Manufacturer narrative:
The investigation is in progress. Follow-up report(s) will be submitted upon obtaining any additional information.

Event description:
On (B)(6), 2019, the surgeon implanted a ph cage. On (B)(6) 2019, the surgeon saw the patient, who was complaining of pain and discomfort. On (B)(6) 2019, the surgeon made a small incision and removed a solid cortical screw & washer without issue. The surgeon left the cage and remaining hardware in place. The surgeon confirmed that the screw removal resolved the pain and discomfort.